Event description:
Boston scientific received information that the patient implanted with this pacemaker, presented to the emergency room with complaint of a heart attack. Emergency medical services reported that the patient's heart rate was in the 30 beats per minute (bpm) range and the device lower rate limit was programmed to 50 bpm. Interrogation of the device revealed atrial events in the 30 bpm range. Additionally, several premature atrial contractions (pac) and premature ventricular contractions (pvc) were observed. Boston scientific technical services (ts) discussed the possibility of atrial sensed events in the lower bins due to pvcs occurring in the absence of any atrial events. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.